Event description:
It was reported that during a da vinci-assisted bariatric revision surgical procedure, the customer had an ongoing issue with the sureform stapler orientation or unexpected movement during surgery. The sureform stapler instrument in arm 1 flipped backward. The sureform stapler wrist rotated and twisted backward. The operating room (or) staff requested the field service engineer (fse) to call as soon as possible to discuss service. The surgeon was continuing with the case robotically. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon was reportedly able to resolve the issue, but no further details were provided. The patient's demographic information was not provided.

Manufacturer narrative:
An intuitive field service engineer followed up with the site and was advised that the issue was a result of arm 1 being placed too far laterally during use. After situating arm 1 in a proper position, the issue had been resolved. No site visit was conducted. The system was working properly, and no additional action was required. No image or procedure video was provided for review. A review of the logs confirmed that a gastric bypass surgical procedure was performed on (B)(6)2022on system sk4416 this complaint is being reported based on the following conclusion: it was alleged that the sureform stapler moved freely with uncontrolled motions due to the arm not being placed in a proper position. Poor instrument control could result in unintuitive motion and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.